Event description:
Per the independent repair center, the customer alleged problem is not listed. The key failure is the power switch has no alarm.(B)(6) 2014, per correction in onbase, customer stated problem is alarm will not function.